Event description:
It was reported that the insulin pump alarmed failed battery test. The blood glucose reading was 123 mg/dl. The customer stated that a low battery alarm preceded the failed battery test. He stated that he changed the battery just before receiving the failed battery test. Upon troubleshooting, it was found that the insulin pump did not alarm again. The customer was advised that a replacement battery cap would be sent and to monitor the insulin pump. He called back after receiving the replacement battery cap to report that the issue had not been resolved. He was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
All operating currents are within the specifications, and no unexpected low battery, failed battery test, off no power alarm or battery indicator/icon anomaly was noted; however, the battery tube was corroded. The insulin pump was received with a minor scratched display window, cracked reservoir tube lip and broken pump belt clip slot.